Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2013-04025 it was reported that during a coronary stenting treatment procedure, atrial fibrillation occurred. The patient presented on (B)(6) 2010 due to unstable angina and was referred for cardiac catheterization. Target lesion no. 1 was a de novo lesion located in the mid right coronary artery (rca) with 70% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of a 3.00 x 20 mm taxus liberté atom stent. Following post dilatation, the residual stenosis was 0%. Target lesion no. 2 was a de novo lesion located in the second obtuse marginal artery with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with direct placement of a 2.25 x 20 mm taxus liberté atom stent. Following post dilatation the residual stenosis was 0%. During the procedure, the patient noted to have converted to atrial fibrillation. One day post procedure, the patient was discharged on aspirin and prasugrel. No further information is available.

Event description:
It was further reported that atrial fibrillation occurred prior to the deployment of the 2.25 x 20mm and the 3.0 x 20mm taxus® liberté® stents. No treatment was given.

Manufacturer narrative:
(B)(4).